Event description:
It was reported that the patient underwent a surgical procedure to remove old hardware and implant new hardware due to pseudoarthrosis at t10. It was reported that the driver broke during "insertion/removal" of the screw. The screw was removed from the patient because the tip of the driver could not be retrieved. No patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device, nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.